Event description:
It was reported that, in 2008, the pt experienced an infection around the pump incision site. The pump was subsequently explanted. It was also noted that the pt had previously had a catheter obstruction, which was stated as "related to the implant procedure". The catheter was replaced. The medication being delivered via the device was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.